Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the updated cause of the reported malfunction. Updated fields: h2, h11. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: blurry image due to water mist inside the charged coupled device unit.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). E1 - (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the blurry image was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had blurry image. The issue occurred during reprocessing. There was no patient involvement.